Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging strange sounds and vibrations from the pump. Through troubleshooting, the animas rep involved in this contact identified a communication alarm and that the pump had rebooted. The animas rep was unable to find a reasonable explanation for the pump rebooting. The pt claimed that the strange sound/vibrations started after the pump requested for verification of the date/time/battery type. After confirming the settings, the pump reportedly showed 0 units of insulin. The pt stated that the battery cap was secure and not damaged. The pt indicated that the cap came with the pump back in (B)(6) 2010. The pt denied that the battery compartment was cracked. No issues were noted with the threads of the pump and cap. The pt denied having any blood glucose issues due to the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump self-rebooted. There is no evidence; however, that the alleged issues contributed to a serious injury. The reporter did not allege any harm or injury because of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.